Event description:
It was reported that the duodenovideoscope had difficulty passing the cleaning brush between the suction port and the biopsy (working) channel. The cleaning brush was eventually passed through with some maneuvering and applied pressure. A kink or blockage in that area was suspected. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.